Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2011 to treat stress urinary incontinence and pelvic organ prolapse. There were no complications during the procedure. According to the complainant, at some time post procedure, the patient began to complain of abdominal, vaginal and pelvic pain, and painful intercourse. The dates of onset of the complications are unknown. On (B)(6) 2012, she underwent corrective surgeries. Her current condition is unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient had revision surgery and partial excision surgery in 2012 (date/s and specifics of procedures unknown).